Manufacturer narrative:
The returned device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts, drive stalls or alarm during the run. The device delivered 54 pulses and completed both first and second prime before being deactivated. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. No damages or defects were observed that would result in a needle mechanism failure. The exact cause for the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
Hold for kp. 7.25.23. It was reported that the needle did not deploy. Pod not worn.